Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 370 mg/dl at the time of the call. The customer stated that they changed the battery on the pump and still had a battery error. The customer stated that the screen is frozen. The customer mentioned that the numbers of the screen of the insulin pump were scrolling when they initially looked at it. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).